Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose ranged from 149-150 mg/dl. Reportedly, the pump supplies were changed to address the issue.